Event description:
It was reported that during preparation for an unspecified procedure, a hole was noted in the balloon of the ace catheter. The lesion being treated was located in the mid circumflex (cx) coronary artery. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "okay".